Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the event began on (B)(6) 2018. The patient was hospitalized due to the erosion and exteriorization of the ins, and received a surgical intervention on (B)(6) 2016. The surgical intervention included disinfection of the ins and repositioning of the device. The patient remained hospitalized until (B)(6) 2016. The patient was given antibiotics, and received additional antibiotics after discharge from the hospital. In (B)(6) 2017 the patient exhibited new signs of hyperemia and local pain surrounding the ins, this time without skin erosion. On (B)(6) 2017 additional antibiotics were prescribed however there were no signs of improvement. The patient was again hospitalized and a procedure was performed to disinfect and performed debridement of the surgical wound. The patient has kept the same device throughout the issues. The patient was treated with IV antibiotics and received further antibiotics after discharge from the hospital. It was stated that the issue was partially resolved. There are currently no signs of infection, however the hcp is aware that the patient is at risk of future relapse of local infection at the ins site since the patient remains with the same device. It was clarified that the patient never experienced hypomania.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for obsessive compulsive disorder (ocd). It was reported that the patient had skin erosion which was treated with antibiotics and an additional local surgical procedure. No further complications are anticipated.

Manufacturer narrative:
Aware date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 (for, hcp): no new information.